Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation that the gastrointestinal videoscope exhibited foreign objects within the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the foreign material remained in the device because reprocessing was not properly implemented according to the instructions for use. The air/water nozzle was not wiped/brushed with a clean lint-free cloth, brush, or sponge. Furthermore, it was noted the foreign material could not be identified. The following information from the instructions for use (IFU) pertains to this event: gif-1200n operation manual includes a way of detection in chapter 3 "preparation and inspection". Gif-1200n reprocessing manual includes the preventive measures in chapter 5 "reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.